Event description:
A pump trainer nurse called to report that the customer was hospitalized with dka. It was stated that the customer was on the ICU unit. It was informed that the customer has the pump and it had blank display. Also the customer received several alarms. A replacement pump was requested.